Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were no drips seen exiting the tubing during fill tubing. Customer tightened the luer lock and drops of insulin were seen exiting the tubing. There was no impact to customer's blood glucose level. Customer was not using the pump insulin therapy. The customer was able to successfully load a new cartridge onto the pump.